Manufacturer narrative:
Additional information received regarding the outcome of the patient. The patient expired and the following fields were updated. B2, b5, h1, and h6.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the right subclavian artery in a 61-year-old male patient presenting in cardiomyopathy. The patient was in scai stage e shock, and was on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors and was ventilated for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), thrombus was visualized under bedside echo and was noted to be attached to the impella 5.5 inlet. Twelve days after impella insertion, the family elected to withdraw care, and the patient expired on support. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, along with the complications of stage e shock.

Manufacturer narrative:
D6b explant date updated. D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Correction: e4. Additional information received, b5 updated. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that the thrombus has not been resolved at this time. Patient still on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 61 year old male with an impella 5.5 due to cardiomyopathy. During support, a thrombus was visualized under bedside echo attached to impella 5.5 inlet. The treatment was unknown. The patient remains on support.